Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the external blood leak. Visible blood was noted leaking from the casement joint of the dialyzer housing. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted and treatment was terminated. Fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No visible damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for a manufacturer evaluation.

Event description:
A user facility reported that an external dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the external blood leak. Visible blood was noted leaking from the casement joint of the dialyzer housing. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted and treatment was terminated. Fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No visible damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for a manufacturer evaluation.

Manufacturer narrative:
H3 plant investigation: a sample from the reported lot was returned and subjected to a laboratory leak test. No external leak, damage, or irregularities were noted on the returned sample. During the lot history review it was noted that there was no other complaint reported against the lot. A review of the production record was performed. The production record review showed there was one unrelated nc (1020937: "short-shot on lower caps") in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.